Manufacturer narrative:
The reported events of inflammation and swollen lymph nodes are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation, swollen lymph nodes, migration and rupture.

Event description:
Healthcare professional reported left side "breast implant capsule leakage" and "abnormal lymph nodes in the left axilla (considered silicone lymphadenitis)" diagnosed via ultrasound. Device status is unknown.